Event description:
Edwards received notification from our affiliate in (B)(6). As reported a patient underwent an implant of a 29 sapien 3 valve, in mitral position, by transseptal approach inside of an edwards 29 mm magna valve. The physician believed that sapien 3 valve was too atrial and pushed onto the delivery system during inflation. There was suboptimal alignment with the prosthetic mitral valve and the valve landed too low. It was partially anchored to the surgical mitral prosthesis in a more ventricular position (only two posts engaged by thv). After a quick assessment of the situation, it was decided to convert to open chest surgery. The valve did not migrate. It remained in the implanted position until the explantation. Cardiopulmonary bypass was performed within 10 minutes and patient underwent thv explantation and surgical mitral valve replacement by atriotomy with a 29mm edwards magna valve. The patient was doing well after the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and regurgitation are known potential complications associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the malposition was likely due to procedure related factors (movement of the delivery system by the operator during inflation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.